Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in the scrotum when using the device. The ipp was explanted. There were no additional patient complications reported.